Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies. X-ray examination found the over-torqued of the inner coil at the connector region consistent with procedural damage.

Event description:
During an implant procedure, it was observed there was no capture and no sensing on the right ventricular (rv) lead. A new rv lead was used to resolve the event and complete the procedure. The patient was stable.